Manufacturer narrative:
The patient is (B)(6) in height. An event regarding instability involving a scorpio insert was reported. The event was confirmed. Method and results: device evaluation and results: the reported device was not returned. Medical records received and evaluation: a review indicated - the stryker components removed were not loose or described as mechanically failed. There is no evidence that factors of faulty component design, manufacturing, or materials were responsible for this clinical situation.¿ device history review: the reported device was manufactured and accepted into final stock with no discrepancies. Complaint history review: there have been no other events for the reported lot ID. Conclusions: the exact root cause of the reported instability cannot be determined as the devices and x-rays are needed for further evaluation.

Event description:
It was reported patient was implanted with a primary right knee (B)(6) 2003 and was revised due to pain, loosening and swelling on (B)(6) 2004. Doctor used another insert.

Event description:
It was reported patient was implanted with a primary right knee (B)(6) 2003 and was revised due to pain, loosening and swelling on (B)(6) 2004. Doctor used another insert.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.